Event description:
It was reported that an ilet user experienced sustained hyperglycemia for several hours, with the display indicating ¿high¿ and a confirmatory fingerstick of 586 mg/dl after a meal earlier that day; the user was guided through and completed a full supply change. Symptoms included thirst without other reported complaints. Outcomes included no hospitalization, no emergency treatment, and resolution efforts through troubleshooting and education. Investigation included customer care troubleshooting that focused on infusion set and supply replacement to address a potential delivery issue. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction was confirmed during the call. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and consistent with hyperglycemia of unclear origin. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.